Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high pacing thresholds were continuously increasing on the right ventricular (rv) lead. The pace/sense portion of the lead was capped and the defib portion of the lead remains in use. No patient complications have been reported as a result of this event.